Event description:
It was reported to philips that the flexvision monitor was unable to display images. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in vascular diagnostic procedure when the issue occurred, and it was completed as planned since the flexvision screen displayed two live images, and the examination was completed with a flicker-free image. The philips field service engineer (fse) inspected the system onsite and confirmed that one of the two screens which displayed the live image in front of the large monitor in the examination room was interrupted for an instant. The fse found that the issue was due to flexvision pc graphics card. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flex vision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse replaced the necessary components through medical device corrective action. After the necessary replacements were made, the system was returned to use in good working order. The codes were updated based on the investigation outcome.